Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) underwent inguinal hernia repair surgery. It is not known if the hernia is related to the device. However, the reservoir was removed and replaced. No additional patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) underwent inguinal hernia repair surgery. It is not known if the hernia is related to the device. However, the reservoir was removed and replaced. No additional patient complications were reported.